Manufacturer narrative:
Product event summary: a photo and the 10fcc13 sheath with lot number 0012445949 were returned and analyzed. The returned image showed a dilator distal end inserted inside a sheath with lot number:0012445949. Visual inspection of the handle area was performed. A kink was observed at the side port tube. The native dilator could not be fully inserted into the returned sheath. The x-ray inspection showed no foreign material inside the shaft. The native dilator was inserted into the lab test sheath and retracted several times, without any friction. The sheath inner diameter was restricted in one segment, preventing the dilator from advancing. Visual inspection indicated that the restricted segment is located 68 centimeters from the tip. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test and vacuum test were in acceptable ranges. In conclusion, the sheath failed the returned product inspection due to the side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation of a sheath for a cardiac ablation procedure using the pulse field ablation system, there was an issue with the sheath where the dilator could not be inserted properly after flushing. The sheath was replaced by a medtronic product. The case was completed. No patient complications have been reported as a result of this event.